Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming. Device remains implanted.

Event description:
Approximately two years post implantation; the patient was seen for his routine clinic visit and reported "not feeling well". Log files revealed an increase in power. Lab results also revealed an elevated lactate dehydrogenase (ldh). The patient was admitted and transferred to the cardiac care unit where treatment was initiated with a high dose of intravenous heparin and a bolus dose of intravenous tissue plasminogen activator (tpa). The patient was then started on tpa and heparin infusions. It was reported that the ldh trended down over the next twelve hours. The patient was discharged home eleven days later in stable condition. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.